Event description:
"The balloon on the trocar would not deflate whilst in the patient. The surgeon had to remove the trocar with the balloon still inflated from the patient abdomen. Surgeon had to remove the trocar with the balloon inflated. As there was no other way to remove the trocar this was done as gently as possible." Type of intervention: "extra info to question 2: localized bruising." Patient status - "ok."

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering found that the balloon was deflated. Engineering tested the unit and was able to inflate and deflate the balloon without incident; however, the balloon appeared to have an irregular shape. The irregular shape of the balloon and your experience of difficulty in deflating the balloon may have been the result of over-inflation of the balloon. During the manufacturing process, all kii advanced fixation trocars are thoroughly inspected and leak tested for functionality and performance prior to packaging. Over-inflation of the balloon may result in increased difficulty in activating the balloon inflation port. The instructions for use states, "inflate the balloon through the balloon inflation port with 5 cc of air. For additional retention, inflate fixation balloon with an additional 5 cc of air." This document represents our final report.

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.